Event description:
Additional information received from the patient indicated that he was seeing a new health care professional and would be having a roll and dye study on (B)(6). The patient also requested for a new card with a new name for the followup physician. The patient stated that he did not have the money so no steps had been taken to resolve the broken tooth. No further complications were anticipated/reported

Event description:
Additional information was received from a consumer. It was determined the catheter broke again on (B)(6) 2017. No symptoms were reported to be related to the catheter. The health care professional reported that the revision procedure for the broken catheter was pending, the date had not yet been established. The broken catheter issue had not been resolved.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the he had not heard back from the direct manager. A company representative also reported that historically, the patient had been a difficult patient. During a visit on (B)(6), the patient wanted his morphine pump to be increased.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8590-1 lot# n557988 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type accessory product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml morphine at 3.873 mg/day via an implantable pump for spinal pain. It was reported that the patient was started with saline and then they put morphine in the pump. It was noted they started at a low level of morphine and turned it up 10 to 15% each week. It was noted that it got to a point where they thought he should be getting some relief and he was not. It was further stated that the patient had never gotten any relief from the pump. A rolling dye study was performed, however they could not see any of the dye. It was noted that the pump was pumping, but they could not see the medication. It was noted the morphine was coming out of the pump, but not going through the catheter and the drug was not going up to the neck. This was not found out until they opened the patient back up again, which was noted to have been about four months ago. It was then stated that the patient had yet to get any relief from the pain pump. The patient was noted to have been last filled on (B)(6) 2017 and they had decreased his morphine by 10% because they were going to change him over to dilaudid the next time he was refilled. It was noted the patient's pump was due to be refilled on (B)(6) 2017. Pain was noted. The event date was noted to be 2016, about eight months ago.

Manufacturer narrative:
All information previously reported in manufacturer report #3004209178-2018-02986 pertains to this event (MFR #3004209178-2017-03953). Other applicable components included: product ID: 8590-1, lot# n557988, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: accessory; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-22. It was confirmed that there was a catheter replacement on (B)(6) 2017. Intrathecal therapy was weaned and titrated. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.